Manufacturer narrative:
Date sent: 7/13/2007.

Event description:
It was reported the handpiece gave an error 4 overtemperature error in the middle of the case. A second instrument was tried and the handpiece gave another error 4 overtemperature error when tested. The case was completed using sutures. No patient consequence occurred.